Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, 48 hours after a left hemicolectomy, the staple line broke. The patient began feeling ill on (B)(6) 2025 and required an urgent hartmann reoperation on (B)(6) 2025. A computed tomography was performed, and the surgeon discovered a ruptured anastomosis and reported that the patient had severe fibrosis. The patient has a temporary colostomy.

Event description:
According to the reporter, 48 hours after a left hemicolectomy, the staple line broke. The patient began feeling ill on (B)(6) 2025 and required an urgent hartmann reoperation on (B)(6) 2025. A computed tomography was performed, and the surgeon discovered a ruptured a nastomosis and reported that the patient had severe fibrosis. The stapler fired without difficulty, and the donuts were filled successfully. The patient has a temporary colostomy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.